Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during pre-implant interrogation of this device a safety mode operation was observed. The device was not used for implant and is intended to be returned for laboratory. No adverse patient effects as there was no patient involvement at the time of this finding.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Event description:
It was reported that during pre-implant interrogation of this device a safety mode operation was observed. The device was not used for implant and is intended to be returned for laboratory. No adverse patient effects as there was no patient involvement at the time of this finding.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Event description:
It was reported that during pre-implant interrogation of this device a safety mode operation was observed. The device was not used for implant and is intended to be returned for laboratory. No adverse patient effects as there was no patient involvement at the time of this finding.